Event description:
The tube contained a loose plastic piece. The caller reported that a loose piece of plastic was discovered in the tube while in use on a pt. The caller reported that the pt was extubated but did not indicate whether the extubation was performed due to the reported of loose plastic piece. No further information was provided.